Manufacturer narrative:
Promus premier ous mr 3.00 x 38 mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The crimped stent outer diameter was measured and the result was within maximum crimped stent profile. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage at the distal edges of the tip. Tip damage most likely occurred when the tip was pushed against a restriction. A visual and tactile examination of the hypotube found a hypotube break at 22cm mm from the distal end of the strain relief. This type of damage is consistent with excessive force that could have been applied on the delivery system. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that shaft break occured. Vascular access was obtained via the femoral artery. The 36x 3.0mm, concentric, de novo target lesion with significant bent of >=90 degrees was located in the severely tortuous and moderately calcified left anterior descending artery. A 38 x 3.00mm promus premier drug-eluting stent was advanced but it was unable to cross the lesion and the shaft broke outside of the patient. The device was removed and the procedure was completed with another of the same device. No patient complications were reported.